Event description:
The peritoneal dialysis pt reported that he had been in the hospital for two days from not draining properly. He said he had experienced shortness of breath, abdominal pain, and stomach expansion. According to the pt's peritoneal dialysis registered nurse, there was no cycler malfunction; the pt had a catheter issue affecting drain. He was hospitalized for sever belly pain on (B)(6) 2014 and was diagnosed with increased intraperitoneal volume. He received continuous cycling peritoneal dialysis with 1.5% solution while int eh hospital. He was discharged on (B)(6) 2014 and is fine. On (B)(6) 2014 treatment date reported by pt: (last treatment done on cycler before going to hospital) see scanned table.

Manufacturer narrative:
Medical records were requested but have not yet been received. The device has not yet ben received for physical evaluation and a plant investigation is in progress. A supplemental report will be submitted upon completion of the investigation.